Event description:
The initial reporter stated that the pump would not stay powered on and hold a charge. They stated that the ac adapter was not working. They stated that this resulted in approximately a 8 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmd did follow up with the initial reporter, who stated that the pump had been replaced and that the patient did not have any adverse effects due to the complaint. No other information was provided. [(B)(6)].

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because this device accessory does not have a lot number. Because the device was not returned to mmd, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.